Event description:
It was reported that during a coronary stent procedure, the physician had successfully placed an express2 in the lad. He was attempting to deliver a second express2 monorail 12mm x 2.25 mm through the first stent to a side branch with "extreme" force, it is believed that the stent dislodged. The stent was not located, however, it is believed to remain in the pt. Pt status is listed as "okay".